Event description:
Pt developed nausea and b/p dropped within the first 45 min of dialysis. Pt treated with nss for b/p and noticed a change in color of the arterial and venous chambers. Stat specimen sent to lab - grossly hemolyzed. Dialysis stopped. Pt was admitted for observation. Hct: 49.1, drop to 39.6.